Event description:
Customer reports the implant broke on insertion during rotator cuff repair. Partial piece was retrieved. No information is available regarding bone tunnel preparation. No adverse consequences were reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The inserter, the suture and a piece of the implant were returned. From the condition of the implant this event may be related to improper bone preparation. This is a polylactic acid polymer based implant. When this implant experiences an excessive amount of force/torque due over insertion and/or improper bone preparation, then this type of issue will occur. This is the first complaint of this type involving this part/lot combination and there is no more of this lot in stock. Event may be related to the user's technique.